Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive the da vinci product with an alleged issue to perform failure analysis. However, failure analysis is in progress.

Event description:
It was reported that the 0-degree endoscope plus was not working. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the endoscope moved freely with uncontrolled motion.

Manufacturer narrative:
The endoscope was tested and placed on in-house system or equivalent for functional testing and failed to provide a video due to an electrical communication failure. The in-house system or equivalent failed to communicate with the endoscope, resulting in an error message: check endoscope cable connection/endoscope self - test failed. The endoscope was tested and place on an in-house system for cable testing and failed due to wahoo paddle board (wpb) defect. The endoscope was visually inspected and found with edt recognition failure. The endoscope was found with minor cut to the cable insulation. The damage was located at zone a near integrated connector of the endoscope cable. The root cause for camera cables - cut zone a is typically attributed to the user, such as improper handling of the cable during use or in reprocessing. The endoscope was evaluated and found with a camera instrument adapter defect. The endoscope was placed through friction test using a screening aide to manually rotate the adapter to detect for friction. The camera instrument adapter did not rotate properly and/or noises were heard during testing and confirmed as binding. The camera instrument adapter was removed from endoscope housing and evaluated and found with attached endoscope adapter (aea) shaft bearing contributing to friction. The probable root cause of this binding is attributed to component susceptibility to increased friction. The endoscope was visually inspected and found with damage to the button pack assembly. Visual inspection confirmed hairline crack on camera button of the button pack assembly. The root cause of camera button pack ¿ cracked button is typically attributed to the user, such as inadvertent collisions with hard surfaces or drop of the scope or cause by improper cleaning during reprocessing. The endoscope was visually inspected and found with cosmetic damage. During inspection of the endoscope cable integrated connector, the cable integrated connector housing exhibited discoloration. Visual inspection confirmed. The root cause for cable connector ¿ integrated circuit (ic) discoloration is typically attributed to component failure, such as material degradation.